Manufacturer narrative:
Result - a review of the mfg records for the device(s) verified that the lot(s) met all pre-release specs. Conclusion - according to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: renal failure, death.

Event description:
On (B)(6) 2012, the pt underwent endovascular repair for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprostheses, featuring the c3 delivery system. The pt tolerated the procedure. On (B)(6) 2012, the pt required extended hospitalization for acute renal injury and acute abdomen due to micro thombo emboli, and received review by renal medicine, intravenous hydration and fluid balance support. On (B)(6) 2012, the pt expired due to cardiac arrest secondary to multi organ failure.